Manufacturer narrative:
(B)(4). At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "IV pump malfunctioned. Loud tone heard and pump stopped pump. Pump reset by turning it off and restarting. Pump retained settings. Nurse performed a cassette test and it returned to pumping taking about 3 minutes. Pt's bp dropped during malfunction." Additionally, the report indicated that the device was delivering phenylephrine. Upon further query, the following information was provided that indicated that the customer contact reported a delay in therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of phenylephrine and the delivery was started. After an unspecified length of time, the device sounded an unspecified alarm. It was reported that the nurse was able to restart the delivery "about" 3 minutes later. It was reported that the patient had an unspecified decrease in blood pressure during the 3 minute delay in resuming the therapy. The customer contact indicated that the device "functioned normally after the incident." Though requested, the customer declined to provide additional information.